Event description:
It was stated that the surgeon "had implanted plate. After checking screw placement, he decided to revise a screw. As he tried to remove screw with the extraction screwdriver, the whole plate started to lift and all other screws pulled out of the pt".

Manufacturer narrative:
Additional information has been requested, and if received, it will be reported on a supplemental.